Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-03920 for a description of the second event. It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) in 2006. According to the complainant, "the 2 jagtomes got damaged during the procedure (the third jagtome functioned properly and allowed for completion of the procedure). Essentially a tear appeared in the tip of both devices, when the devices were already throught the scope and into the patient, and after attempting to go through the papilla several times." The physician attempted to complete the procedure a second jagtome rx sphincterotome.